Event description:
The user facility reported that an accidental needle stick occurred during disposal of a used syringe. Reportedly, while nurse "a" was moving her hand away from the sharps container, nurse "b" accidentally stuck her with a used needle as she was moving toward the sharps container. Nurse "b" thought that the safety feature had been properly activated on the involved needle.

Manufacturer narrative:
During follow-up communication, the reporter confirmed that the involved device was not available for further evaluation. In addition, it was learned that nurse "b" stated that she had heard the needle sheath click and visually confirmed activation prior to the incident. However, the device appeared to be "intact" when she looked into the sharps container after disposal. Due to the lack of a returned sample, the investigation was based upon assessment of user facility information and evaluation of reserve samples from the reported lot, the previous and subsequent production lot. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. A review of the device history records indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause cannot be definitively determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an occurrence in the warnings and the instructions-for-use. The labeling includes statements such as the following: "handle with care to avoid needlesticks"; and "keep hands behind the needle at all times during use and disposal." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow-up.